Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported blood glucose results of ¿200 and 215 mg/dl¿ with a lifescan meter and ¿360 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.